Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260167 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported to hamilton medical ag that the incident occurred on 7th of april 2026 and: "the ventilation tube system passed all tests. Subsequently, during ventilation, ventilation suddenly became impossible. Alarm message: ¿exhalation obstructed¿. Switched to a manual resuscitation bag. This prevented harm to the patient. This is a repeat incident, hence it has been recorded again." It was reported that there were no health consequences to the patient.